Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a white residue inside the silicone tubing, which was determined to be fatty acid (likely calcium stearate), calcium carbonate, and small amount of carbonyl based material. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the transfer set tubing. This was identified by a physician during use at the hospital. There was no patient injury or medical intervention associated with this event. No additional information available.